Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force was applied to the distal end. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images."

Manufacturer narrative:
The subject scope was returned to the service center. The evaluation found the probe unit at the distal tip had a deep cut on the pink colored coating. Additionally, the ultrasound image had 12 broken elements and minor peeling of the adhesive on the distal end light guide lens and objective lens. The up/down control knob movement was loose and the angulations were below specifications. The scope was repaired to standard specifications and returned to the customer. A review of the scope's repair history shows the scope was last serviced via repair on (B)(6) 2018 due to probe damage and an image issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the ultrasonic gastro-videoscope's cables were loose or broken. No patient injury or harm was reported.